Event description:
It was reported that the user noticed the insulin cartridge had fallen out while interacting with their dog after a supply change, consistent with an infusion set or cartridge not fully secured, and they subsequently inserted a new cartridge and resumed insulin delivery; high glucose was detected by the ilet. Symptoms included irritability associated with hyperglycemia. Outcomes included elevated blood glucose to 390 mg/dl for about 4 hours and 10 minutes, with correction following cartridge replacement and continued monitoring advised. Investigation included troubleshooting and user education over the phone regarding proper cartridge installation and monitoring of glucose levels. Investigation of this case revealed a probable user handling or connection issue leading to an infusion set or cartridge connection failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and connection error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.